Event description:
It was reported that before use during routine charging, the cardiosave intra-aortic balloon pump (iabp) the device could not be charged and stopped using it. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found the device cannot be charged and the power indicator light does not light up. The on-site judgment is that the power supply is faulty.after replacing the power supply(d014-00-0258), the equipment has passed all factory-specified performance and safety tests. The machine performance is normal, it is delivered to the customer for normal use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0014-00-0258 power supply serial number (B)(6) with a reported unit failure of the device could not be charged. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0014-00-0258 power supply serial number (B)(6) into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The fat was able to replicate the failure the customer experienced of the device not charging. The fat observed that there was no 15 volts to the supply and the supply could not turn on the unit. The power supply failed testing. Sent the power supply to the supplier per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat). Failure analysis received from the supplier. They stated that the part failed due to a component failure. Probable root cause is a supplier manufacturing design issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.